Event description:
In 2007, the pt reported that she must change her infusion site every 2 days because her blood glucose becomes extremely elevated. She stated that sometimes she must change the infusion site more often than every 2 days. She stated that after changing the infusion site she boluses a "couple" units of insulin to lower her blood glucose. She stated that she is "very brittle" and it is not unusual for her blood glucose to elevate to 600 mg/dl. She does not have a target blood glucose range. She stated that she eats very small meals and checks her blood glucose every couple of hours to lower her blood glucose. She reported that her infusion site has been bleeding. She stated that she recently lost weight and it was suggested she try a shorter cannula length. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.